Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The sensor pcb was replaced to resolve the reported problem. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.